Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the secondary infusion IV chemotherapy free flowed into the primary set. The clinician reported it was difficult to administer the correct dose due to the back flow.